Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown solar humeral stem. Additionally an unknown humeral head was also noted. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Patient retained device.

Event description:
It was reported that a solar shoulder was being revised due to pain. No intraoperative comments were made by the surgeon.